Event description:
The facility reported that the pt was being lifted from a lying position in bed to a seated position in a chair. The caregiver connected the sling to the spreader bar and, raised the resident off of the bed to the highest point the lift would go. The lift legs were closed. The spreader bar was positioned to a seated position. The lift was then pulled away from the bed. The right leg sling clip detached, causing the pt to slip out of the sling. The pt first hit her head on the floor, with her left leg leaving the sling last. The pt ended up lying across the lift legs. The pt sustained a laceration to the scalp, right parietal and an abrasion to the left pinky finger. She was taken to the ER and treated with staples to close the wound, a CT scan of the head and spine. She was given tylenol for pain and had neuro checks and blood work done.